Manufacturer narrative:
H.6. Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for no sleeve recovery that resulted in additional testing for the patient with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, the issue relating to no sleeve recovery was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10

Event description:
It was reported that the safety sleeve on the bd vacutainer® safety-lok¿ blood collection set failed to retract over the needle during use when preparing to apply a second tube, and the nurse's finger was stuck. The nurse cleansed their finger with hydrogen peroxide, soap, water, and applied a band aid. Additionally, the nurse and patient also had laboratory testing done to check for "ID". The following information was provided by the initial reporter: the nurse indicated that when she was removing the blood collection tube from the set and was preparing to apply a second tube, the gray protective coating over the needle did not retract after the first tube was removed and she was stuck. Back end luer adapter sleeve failed to recover over the needle after the tube was withdrawn. The only medical intervention was cleansing of the finger with hydrogen peroxide, soap and water and application of a band aid. In addition, both the patient and the nurse had laboratory testing done to check for ID, per policy.

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety sleeve on the bd vacutainer® safety-lok¿ blood collection set failed to retract over the needle during use when preparing to apply a second tube, and the nurse's finger was stuck. The nurse cleansed their finger with hydrogen peroxide, soap, water, and applied a band aid. Additionally, the nurse and patient also had laboratory testing done to check for "ID". The following information was provided by the initial reporter: the nurse indicated that when she was removing the blood collection tube from the set and was preparing to apply a second tube, the gray protective coating over the needle did not retract after the first tube was removed and she was stuck. Back end luer adapter sleeve failed to recover over the needle after the tube was withdrawn. The only medical intervention was cleansing of the finger with hydrogen peroxide, soap and water and application of a band aid. In addition, both the patient and the nurse had laboratory testing done to check for ID, per policy.